Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no known impact to the customer¿s blood glucose. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.